Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief since implantation and subsequently discontinued use of evoke scs. Reprogramming was performed but unsuccessful. The physician elected to explant the evoke scs system. The evoke scs system was confirmed to be functioning as intended prior to explant.